Event description:
Reportedly, the lights are on and the pit button remains red.

Event description:
Reportedly, the lights are on and the pit button remains red.

Manufacturer narrative:
Please refer to the attached analysis report.